Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/pt contacted lifescan alleging the one touch ultra 2 meter read inaccurately high. The medical affairs specialist wrote follow up questions to the technical service representative (tsr) to ask to the pt. The pt stated the issue started approximately four weeks before contacting lifescan. On one occasion the pt reportedly had a result of 6.3 mmol/l when she woke up in the morning. About 30 minutes later when she was in the shower, she felt very hot, sweaty and shaky. She says these symptoms are typical of hypoglycemia for her. On another occasion the pt went to a supermarket and experienced the same symptoms and had readings around 6.0 mmol/l shortly before. She took some sweet food and drink and slept for about 3 hours to treat the symptoms. The pt did not seek any medical attention. In total, the pt alleges she has had four instances when she had these symptoms preceded by readings around 6.0 mmol/l in four weeks. She states that she normally experiences those symptoms when her readings are around 3.0 mmol/l. The pt takes 24 units of lantus insulin in the morning and does not change that dosage. She says that if the reading had been lower during those instances, she could have eaten breakfast before taking a shower or eaten a snack before going out. She did not eat any less or more prior to experiencing symptoms. She tests her blood sugar three times per day. It was determined during the troubleshooting telephone call, the pt's testing technique was correct. The meter was set to the correct unit of measure. A quality control test was performed with failing results. This complaint is being reported because the pt alleged the meter readings were high, and she claimed that she could have self-treated to prevent subsequent symptoms had the readings been lower.